Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) lead. The impedances are between 129-132 ohms. At this time, the products remain in service. The ICD was reprogrammed and the patient is being monitored remotely. No adverse patient effects were reported.